Manufacturer narrative:
A follow up report will be submitted after the device has been received by philips for evaluation.

Event description:
The customer reported the display went blank while in use. No patient harm reported. Pending request for patient information.

Manufacturer narrative:
The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the lcd and the mmi to touchscreen cable to resolve this issue. Request for patient information yielded no response.

Event description:
The customer reported the display went blank while in use. No patient harm reported.